Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018 a loss of connection occurred. The complaint device was returned for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and failed. A review of the data log was not performed as there was no data available. Confirmation of the issue was undetermined. The probable cause could not be determined. No additional event or patient information is available.